Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient has done CT. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h10 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient has alleged difficulty in breathe, went to doctor and is on antibiotics, cough and seeing the black particles, done CT scan. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination on inside and outside of top and bottom enclosure. Liquid ingress was observed on the blower and power connector. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes both errors was #4, err_null_ptr. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the entire airpath, likely from a source external to the device. Section h10 did not capture any errors in previous follow up report, now it has been corrected and updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient has alleged difficulty in breathe, went to doctor and is on antibiotics, cough and seeing the black particles, done CT scan. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination on inside and outside of top and bottom enclosure.. Liquid ingress was observed on the blower and power connector. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the entire airpath, likely from a source external to the device. Section h6 type of investigation findings and investigation conclusions has been updated.